Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the cannula was not visible; indicating the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device was returned not deployed. The device data indicates the device completed the second prime though timeouts and a drive stall were observed at the end of the device run. The timeouts were only reported on the front sma wire. The wire resistance for both the front and rear sma wires were both in spec. Visual observation of the front sma wire and front pulley found no issues. The device was reset, connected to a pdm, delivered a 5-unit bolus with no issue. The needle deployed during the reset run. Though the drive stall caused the device not to deploy at the end of the second prime, the exact cause of the drive stall could not be determined.